Event description:
In (B)(6) 2013, the patient underwent an aaa repair procedure. Immediately after the procedure, thrombosis occurred and two devices gore viabahn® endoprosthesis were placed in the common and external iliac arteries to treat the thrombosis. The thrombosis persisted and a fem-fem bypass procedure was performed.

Manufacturer narrative:
.